Event description:
It was reported that during a laparoscopic total prostatectomy procedure, air leaked from each device. The abdominal air pressure was probably 10mmhg. The aeroperitoneum was kept at least, but a noisy sound was heard. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak failure. Additional information device b and device c device b batch# h9152n expiration date: 4/20/2016 manufacturing date: 5/20/2011. Device c batch# g9l42ar expiration date: 5/28/2016 manufacturing date: 6/28/2011. Three devices returned for analysis. Device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. Device (b) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. Device (c) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? No if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? 10mmhg. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---no.